Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of patient made mistake/touch contamination, low potassium and peritonitis coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized for the event of peritonitis on the same day. It was unknown if a culture was done. Treatment was not reported. The cause of the peritonitis was reported as patient made mistake/touch contamination. The patient had not recovered and was still in the hospital. During hospitalization, the patient experienced low potassium. Outcome for the events of patient made mistake/touch contamination and low potassium were not reported. Dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. An opinion of causality was not reported for the patient made mistake/touch contamination and low potassium.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h10l07041, h11a03058, h10k12043, h11d12038, h11d25048, h11f07058, and h10k12043 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. The specific product code for the transfer set is unknown. The brand name, manufacture and 510k; however have been provided in this MDR.